Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction was caused by traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a blurry lens, and the light guide bundle was rusted and had turned yellow. The issue was found during a set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.